Manufacturer narrative:
Section h11: this MFR 1038671-2019-00553 has been submitted in error. This event was caused by a traumatic event, a fall. This event does not meet the definition of a complaint and is a non-valid complaint.. Please disregard.

Manufacturer narrative:
Pending evaluation. Concomitant medical devices: humeral tray. Constrained line.

Event description:
It was reported that the patient dislocated his shoulder when he fell to the ground, with continue pain and dislocating, the surgeon decided to revise the implants.